Event description:
The customer reported that the system made a banging noise followed by some white smoke and the system would not start up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor was replaced. The system was then found to be operating as intended.